Manufacturer narrative:
Updated information: d9 device return date added. H3 changed to yes. H6 component code g04035 changed to g0201201. The investigation for the system self check failure has been completed. The device was returned for evaluation. The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that an automated impella controller had not been plugged in for an unknown period of time. When the controller was subsequently plugged in and powered on, a message stating ¿system self-check failed¿ was displayed. There was no patient involvement associated with this event.